Event description:
It was reported that the target lesion was a distal, narrow lesion with heavy tortuosity and mild calcification. The 3.5 x 15 mm voyager nc balloon was pressurized to 20 atmospheres (atm), at which point, the balloon ruptured. It was decided to conclude the procedure with no treatment to the lesion. The final patient outcome is satisfactory. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (Above rated burst pressure). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Overall, the conclusive cause for the balloon rupture may be due to inflating the balloon above rbp and interaction with the lesion calcification. There is no indication to suggest a product deficiency.